Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During removal from the patient, the tack inadvertently deployed within the sheath. No patient injury reported. This product problem is being submitted because the tack inadvertently deployed. There is potential for harm if it were to recur.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d4/h4: the lot number was not provided, thus the following information are unknown: unique ID, expiration date, and manufacture date. Block h3/h6: the tack device was not returned, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.